Event description:
(B)(4) wh clinical trial. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The index procedure in (B)(6) 2008 treated one 2.75x12mm target lesion located in the 80% stenosed mid lad (left anterior descending). Treatment consisted of predilation and placement of a 2.75x16mm ion stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient was found unresponsive and admitted to the emergency department with acute respiratory distress secondary to exacerbation of chronic obstructive pulmonary disease. The next day, the patient was diagnosed with a non-st elevation myocardial infarction and was relatively bradycardic. Cardiac catheterization was recommended, but was delayed due to a gi bleed and ischemic proctitis. Angiography showed no significant changes since (B)(6) 2010 and medical management was recommended. The patient was discharged one day post angiography on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).